Event description:
It is reported that the instrument did not function correctly, resulting in a mismatch between bone and implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.